Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station showed out of service on medication application, and both data synchronization and maintenance services were found stopped despite the station being in service on the server. A technical support specialist (tss) started the services, and the station was brought back into service; however, communication did not resume, and logs indicated a change tracking mismatch requiring manual recovery. Manual recovery through knowledge article, manual recovery required ¿ data sync invalid upload change tracking value was applied, but data sync remained out of sync. A backup of the station database was taken, and an initial full sync attempt without dropping the database failed. The database was then dropped and recreated, after which full sync completed successfully, restoring communication. The station was rebooted and medapp functionality was confirmed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and displayed a download stopped error message. All cables were verified to be properly connected, and the station was rebooted; however, the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.